Event description:
In 2004, this patient underwent endovascular repair using gore excluder bifurcated endoprostheses. A reintervention took place in 2007 using gore excluder aaa endoprostheses. On approx five months later, the patient expired. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient: pcc141400/023151204. Pxa260300/04543570. Pxc141000/04777951. Pxc141000/04777950.